Event description:
The customer stated she was hospitalized twice for high blood glucose levels. Prior to the hospitalization, the customer stated she was experiencing high blood glucose levels and the paramedics were called. Troubleshooting was performed and the insulin pump passed the required tests including the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.